Manufacturer narrative:
The technician found bent pins on the communication cable connector. The technician replaced the communication cable to repair the bed.

Event description:
Information received indicates the bed exit system is not functioning.